Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislodgement could not be conclusively determined. (B)(4).

Event description:
The left ventricle (lv) lead was dislodged into the right atrium. The lv lead was explanted and replaced with no adverse consequences to the patient.